Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving what were believed to be inappropriate shocks. Upon interrogation, the implantable cardioverter defibrillator exhibited alerts for possible high-voltage circuit damage and possible high-voltage lead damage. The right ventricular lead had a low, out-of-range high-voltage impedance. The device and lead were replaced on (B)(6) 2018. No further information was available.

Event description:
New information stated that the lead was capped and replaced when the device was removed and replaced on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output circuitry was damaged. It is believed that high voltage therapy was delivered into a lead with an anomaly which resulted in the output anomaly.